Event description:
According to the reporter, during anterior resection of rectum, while performing anastomosis, the maneuver was done adequately without incident but the first instrument cut with some staples open. Another instrument was opened, leaving the anvil of the first instrument, but was not effective. The second shot resulted to bad staples and leaks. In the first shot the bottom part of donut came out. In the second they came complete. 2 CT scans were carried out and revealed ileus and stenosis of the ileostomy. The patient required ileostomy that was not provided by the height of the anastomosis.

Manufacturer narrative:
(B)(4). Evaluation summary: post market vigilance (pmv) led an evaluation of two photos and one device. From the photos, staple formation issues were observed and the instrument shell head is visible after the firing in the cavity. A review of the device history record indicates the product was released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. A definitive root cause could not be determined with regard to the reported condition. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during anterior resection of rectum, while performing anastomosis, the maneuver was done adequately without incident but the first instrument cut with some staples open. Another instrument was opened, leaving the anvil of the first instrument, but was not effective. The second shot resulted to bad staples and leaks. A computed tomography (CT ) scan was erformed on the patient to assess the situation.